Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that the acoustic lens had a scratch and there was insufficient adhesive in screw holes of distal end. Additionally, the evaluation revealed the following findings: due to peeling of acoustic lens, the displayed ultrasound image was defective; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to wear of angle wire, the play of upward/downward knob was out of the standard value; adhesive on bending section cover (a-rubber) was detached; adhesive on bending section cover (a-rubber) had a chip; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had surface damage or probe scratches. There were no reports of patient harm or impact associated with this event. Upon device return and evaluation, it was observed that the adhesive of the tip fixation screw was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.